Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reviewed information that was documented in case. The patient had a lead revision and then later the new leads had a problem impedances and the patient lost therapy. The caller indicated that the patient had a situation where it seemed like stimulation got really intense when not moving and then the sensation dropped off.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the manufacturer representative. Reported, that the patient was getting relief with the programs, that were set up in february. The patient did not want to take further action at this time. The doctor was going to refer the patient for a revision, if further issues with the electrodes or therapy occur, but at this time, no further action was planned.

Event description:
The rep reported the cause of the high impedances has not been determined. The rep spoke with the hcp and the hcp said they are going to call the patient to discuss their coverage and options, and then let the rep know. It is unknown if the hcp will do another revision or another course of action, but rep will update as soon as they have no information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were meeting with patient for programming due to loss of pain coverage. Rep said patient can't get good bilateral coverage, that the left side was strong but the right side had minimal stimulation. Patient had had revision surgery recently, due to lead replacement from a fall that caused high impedance. Rep said he noted the 0 electrode was 40k ohms yesterday. Reviewed warranty but suggested that rep discuss this with their manager and perhaps another person. Troubleshooting was not required. The issue was not resolved through troubleshooting

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-aug-15: it was reported patient had an impedance issue. Electrode 3 ,4,5,7,11,12,13 are over 40,000 ohms. Cause was unknown. Rep reprogrammed the implantable neurostimulator (ins) using 0 <(>&<)> 1 and 8 <(>&<)> 10. Patient is getting okay stimulation but they are concerned as to what they will do if these electrodes have issues in the future. Patient is going to think about which physician they want to use moving forward and will get back to the rep if and when they decide to do anything like a lead revisions. Patient said it's working after the reprogramming today. 2024-jan-05: additional information was received from a manufacturer representative (rep). The rep reported that an impedance check was completed prior to surgery. Every contact was red/high. The leads were removed and thrown away by hospital prior to the ability to save them. New leads were implanted successfully. A new impedance check was completed which showed green.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-oct-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-oct-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.